Manufacturer narrative:
The event of viral disease is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of viral disease as follows: precautions for use "as a matter of general principle, implantation of medical device is associated with a risk of infection."

Event description:
Additional information: the physician does not believe the sore throat was related to either the juvederm voluma or the juvederm volbella with lidocaine injections, and that the edema was a cross reaction with a viral disease, which explains why the patient had a sore throat.

Event description:
Healthcare professional reported approximately 7 months after injection to the "infrapalpebral and lips" with juvederm voluma patient developed a sore throat and took "cataflan". The next day patient woke up "edema" that was "more intensively in infrapalpebral region." No treatment for the edema was noted. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The events of sore throat and edema are physiological complications and analysis of the device generally does not assist allergan in determining probable cause of these events.

Manufacturer narrative:
.

Event description:
Correction: patient was injected to the malar region with juvederm voluma. Patient was concomitantly injected to the "infrapalpebral and lips" with juvederm volbella with lidocaine. Additional information: the edema resolved 7 days after onset.